Event description:
It was reported that there was a separation between the female connector and the main body of the peritoneal dialysis (pd) transfer set. The separation was further described as, ¿the blue tip unscrewed itself¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent application between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.